Event description:
The doctor was starting a procedure to polish a tooth with the handpiece when the bur fell out, before touching the tooth, and was swallowed by the patient.

Manufacturer narrative:
The patient was taken to emergency for an x-ray. The patient was told that the bur was lodged in the lung. The patient received a second x-ray and was told again that the bur was lodged in the lung. The patient was operated on, but the bur could not be removed. After a month the patient received another x-ray, but the bur was not found. A review of the original x-ray revealed that the bur was never lodged in the lung and the x-rays were mis-read. The doctor's office stated that the patient passed the bur without problems. The doctor was holding onto the handpiece during this time to make sure the situation was completely resolved.evaluation of the handpiece found that the bearings were worn and gritty and falling apart and the chuck was slipping due to debris buildup. The turbine was replaced.